Manufacturer narrative:
Concomitant product: d314trg crtd, implanted: (B)(6) 2013.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high impedance was confirmed to have fractured. The ra lead was explanted and replaced. It was also reported the patient experienced diaphragmatic stimulation due to their left ventricular (lv) lead in all configurations. The lv lead was inactivated and later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.